Event description:
It was reported that the during an implant attempt, the lead had high thresholds and high impedance. It was also reported that the wire could not be inserted completely into the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specification. Guidewire insertion test result was failed. Performed destructive analysis and found blood obstruction in distal conductor within the connector sleeve. (B)(4).